Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. No information is available at this time, therefore resmed is unable to confirm the alleged malfunction. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device alarmed critically low battery, powered down unexpectedly and indicated 0% charge while connected to ac mains. The device was not in patient use when the reported event occurred.